Event description:
It was reported that the pump beeps continuously and needs clock battery.

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing. (Updated : event problem patient code), corrected data: updated model number.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream sensor cause continuous alarmed. In the event history log, the clock battery needed service due. Recommended downstream sensor and clock battery were replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.